Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Serial numbers were provided as (B)(4) and (B)(4) for unknown sides.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device remains implanted.